Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis. Part not received.

Event description:
Medtronic received information regarding a device being used outside of procedure. It was reported that the system had a broken navigated driver.